Event description:
The sales rep reported that she wanted to inform that she recently completed neurotrauma in-services at the hospital and they complained that the butestrol in the eds system would not completely empty out the bag. This incident occurred on 5 different occasions. The rep was just notified of the complaint and the product code is 82-1731. The staff noted that although inconvenient it did not cause an adverse effect on the patient and did not result in replacing the system. A syringe was placed on the butestrol stopcock and was drawing out the remaining fluid that would not filter into the bag after the hourly collection was noted. (B)(4).

Manufacturer narrative:
Please be advised that per the new matrix on 12/06/2013 this event is being re-classified as a serious injury. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.